Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that no malfunctioning drawers or pockets were identified. A field service engineer verified that the problem had been addressed by the customer. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system 3.2 auxiliary drawer indicated a need for maintenance and failed to recover on several occasions. The customer indicated that this issue caused delays in the medication dispensing process. There were no adverse events or injuries reported based on this incident.